Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) was unable to hold fluid within the water column. Troubleshooting was performed by changing the 3 way stopcock, but was unsuccessful. The sgc was replaced and during the procedure two mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) was unable to hold fluid within the water column. Troubleshooting was performed by changing the 3 way stopcock but was unsuccessful. The sgc was replaced and during the procedure two mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delay reported.